Event description:
It was reported the patient indicated four months after the implant of a device, the patient was frustrated and displeased with the device. Further information received indicated the issue appeared to be patient manual dexterity issues and the pump was too posterior for the patient to operate with the dexterity issues. The patient could not pump up the device, but the physician was able to pump up the device. The patient stated that the device would not inflate and auto inflates while driving his truck. The patient called bsc to obtain names of another physician for a second opinion. No patient complications were reported.

Event description:
It was reported the patient indicated four months after the implant of a device, the patient was frustrated and displeased with the device. Further information received indicated the issue appeared to be patient manual dexterity issues and the pump was too posterior for the patient to operate with the dexterity issues. The patient could not pump up the device, but the physician was able to pump up the device. The patient stated that the device would not inflate and auto inflates while driving his truck. The patient called bsc to obtain names of another physician for a second opinion. No patient complications were reported.